Manufacturer narrative:
Additional information: fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle, and fluid was noted within the connector plug. Further testing revealed a leak at the luer/irrigation tubing junction due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a procedure, there was a leak which caused fluid back up into the tactisys system. The device was replaced to continue the procedure with no patient consequences.